Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the imaging widow detached near the lap joint section and was not returned for analysis. An imaging core windup with a coiled drive cable, a sheath kinked and twist near the lap joint section were also revealed. Based on the evidence, the as reported code of catheter damaged is confirmed.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for ultrasound examination. During the procedure, the device fractured while inside the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. It was further reported that 90% stenosed target lesion was located in the severely tortuous and mildly calcified distal and mid left circumflex artery. The device was not fully disconnected and was completely removed from the patient without additional intervention.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for ultrasound examination. During the procedure, the device fractured while inside the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. It was further reported that 90% stenosed target lesion was located in the severely tortuous and mildly calcified distal and mid left circumflex artery. The device was not fully disconnected and was completely removed from the patient without additional intervention.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for ultrasound examination. During the procedure, the device fractured while inside the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.